Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a short battery life issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission: 11/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: there were frequent low battery warnings observed in the alarm history. There was no data in the black box from this time due to continual use. The pumps electrical current draws were tested and were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).